Event description:
Helathcare worker experienced irritation, pain and whiteness on a finger after contacting an apparatus from a completed cycle. The worker rinsed the site under running water and applied an ointment to the area. The worker did not seek medical attention and the symptoms resolved within one day. The worker was not wearing gloves. It was reported that the vaporizer plate was in place.